Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however the event reportedly occurred on the pediatric surgical heart unit, therefore, it is presumed that the patient was a pediatric patient.

Event description:
It was reported that the device is not detecting occlusions in a timely manner in the pediatric surgical heart unit. During a site visit it was verified that the occlusion pressure limit settings with and without a pressure sensor disc for the syringe module is set at high (800mmhg) which explains why the occlusion alarms are not detecting occlusions in a shorter time as anticipated by the customer. A review and education regarding occlusion pressure limits was done on site. It was noted that the rns working in the pediatric surgical heart unit do not change pressure limits at the bedside and were not taught this during implementation education. If the organization should choose to implement this into their practice they will require additional education. It was determined that the owner of the corporate data set will nee to be contacted by the pediatric surgical heart unit to discuss the necessity and/or desire to change the occlusion pressure limits without disc to medium. There was no report of patient harm.